Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope experienced a image defect, or noise issue. It was unknown when the even took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was damage to the scope connector (s-connector), the image was not displayed. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that due to damage on scope connector (s-connector), the image could not be displayed. Additionally, the scope connector (s-connector) had a scratch. The adhesive on the bending section cover (a-rubber) had a chip. The control unit had a scratch. The grip had a scratch. The up/down plate had a scratch. The angulation lever had a scratch. The switch box had a scratch. The insertion tube rotation ring had a scratch. The universal cord had a scratch. The scope connector cover unit had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Based on the results of the investigation, it is likely that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.